Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2015. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; other pain: lower part of stomach; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; damage. Nonsurgical treatments: the patient was treated with pain medication: osteo panadol for the treatment of: pain - not sure it even slightly helps tries to only take of a night time. On (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: back pain. Treatment duration: 1 year.